Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1: updated product information d2: d4: updated lot and UDI number g1: updated physical address g5: updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: part returned. Background: it was reported that during an unknown procedure for a medial epicondyle fracture on (B)(6) 2019, one of the two 4.5mm cannulated screws has threads that were peeling off while it was inserted. The procedure was successfully completed with the use of another screw. T is unknown if there was a surgical delay. Patient status was unknown. Concomitant device reported: unknown 4.5 cannulated screw (part # unknown, lot # unknown, quantity 1) this complaint involves one (1) device1. Investigation flow: damage visual inspection: unk - screws: 4.5 mm cannulated was received at us cq. Upon visual inspection at cq, it is observed that the threads were peeled off and the distal part of the screw got broken. There were few scratches noticed on the screw head. Thus, the complaint is being confirmed. Dimensional inspection: the total length of the screw received was measured. Documentation/ specification review: the following drawing(s) was reviewed; 4.5mm diameter cannulated screw, part thd self-drilling, self-tapping: 214_520 rev. D no design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint can be confirmed as the threads of the screw got peeled off. A definitive root cause could not be determined for the reported problem, it is possible that the screw might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that during an unknown procedure for a medial epicondyle fracture on (B)(6) 2019, one of the two 4.5mm cannulated screws has threads that were peeling off while it was being inserted. The procedure was successfully completed with the use of another screw. It is unknown if there was a surgical delay. Patient status was unknown. Concomitant medical product: unknown 4.5 cannulated screw (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) unk - screws: 4.5 mm cannulated. This is report 1 of 1 for (B)(4).